Manufacturer narrative:
Device analysis report attached. This report is submitted on october 12, 2023.

Manufacturer narrative:
This report is submitted on april 25, 2023.

Event description:
Per the clinic, the patient experienced electrode migration out of cochlea (date not reported).there are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2023. It is unknown if there are plans to reimplant the patient as of the date of this report. This report is submitted on september 7, 2023.